Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the stomach stimulation or the issue of the electrodes migrating. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# l31890, implanted: (B)(6) 1993, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for unknown symptoms reported that they think their electrodes migrated about 8-9 years ago because they were feeling stimulation in their stomach. No further complications were reported.